Event description:
The surgeon provided additional info indicating the pt suffers from glare, glinting and blurring. The symptoms have been present since implantation of the intraocular lens (iol). A capsulotomy was performed.

Event description:
A surgeon reported that a patient is experiencing glare since implantation of an intraocular lens (iol). The association between this event and the iol is not known. Additional information has been requested.